Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a broken sensor wire. The sensor was inserted on (B)(6) 2015, and the broken sensor wire was noticed on (B)(6) 2015. Patient states that upon removal of the sensor pod, the wire was attached to the sensor pod which appeared shorter than normal. No additional patient or event information is available.